Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the events. Treatment and patient outcome were not reported. It was reported that pd therapy was discontinued and the patient was switched to hemodialysis (hd) permanently. No additional information is available as the reporter declined follow-up.